Manufacturer narrative:
The event of capsular contracture and raynaud's phenomenon are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture , baker grade unknown and raynaud's phenomenon.

Event description:
Patient reported ¿raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress).¿ this is not a side specific event. No indication treatment or surgical reoperation has occurred. Device remains implanted. This record is for the right side.